Event description:
It was reported that the user received a low glucose alert with a dexcom g7 sensor value of 58 mg/dl while a concurrent fingerstick measured 99 mg/dl; the user had already treated the low prior to the call, and during troubleshooting the sensor was calibrated, updating to 97 mg/dl, and education was provided that the pump continues to learn and adjust insulin delivery. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no further clinical intervention. Investigation included remote troubleshooting and user education regarding sensor calibration and automated insulin adaptation. Investigation of this case revealed a sensor-reading discrepancy that was corrected with calibration, with the device algorithm functioning as designed and continuing to adapt insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.